Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the purple tri staple could close and the green button was able to be pushed and to fire. The beginning looked fine, but then the problem occurred that the jaws of the tri-staple opened. A lot of staples fell into the body and the knife cut a piece of the lung. They solved the problem by opening the pt and clamping the lung and suturing it.